Event description:
It was reported that during a routine follow-up, the patient complained that the pulse generator was close to the skin. A pocket revision would be performed to put the device under the muscle.